Manufacturer narrative:
An attempt to examine the system failed due to the footswitch issue. The footswitch was examined and the reported event was replicated. The footswitch was replaced to address the issue. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The footswitch was manufactured on october 2, 2012. Based on qa assessment, the product met specifications at the time of release. The system was manufactured on november 29, 2012. Based on qa assessment, the product met specifications at the time of release. The customer reported event was able to be confirmed. However, the root cause of the reported event cannot be determined conclusively with the information obtained. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during setup for a procedure, insufficient vacuum was experienced. The customer requested the doctor settings be evaluated.